Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited noise, oversensing, and increasing pacing threshold measurements. Impedance measurement was stable, however, daily measurement displayed no record on two occasions. Several ventricular tachycardia (vt) events turned out to be noise on rv lead being oversensed. R-waves were measured 3.6 millivolts and patient was not pacer-dependent. A local boston scientific field representative reported that noise was unable to be recreated with isometrics and they suspected an rv lead fracture. The patient is scheduled for a device follow up check in three months. As of this time, this rv lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.